Manufacturer narrative:
This follow-up report is being submitted to relay additional information. In regards to the cutting guides, the manufacturer reviewed the design and provided the fossa marking guides were designed to match the fossa titanium baseplate as closely as possible, and they were designed the size that was determined by the anatomy and the implant. The guides were not returned and no functional tests or inspections could be performed. For these reasons the complaint could not be verified and the most likely underlying cause of this complaint could not be determined. In regards to the complaint on the assembly of the baseplate and fossa and the screw that couldn't be tightened, the DHR was reviewed and this product was inspected prior to distribution per the inspection criteria and no visual anomalies were found. Pictures of the baseplate fossa assembly at inspection were provided. A review of the pictures shows no visible fit issues and that all screws appear fully fixated. The sales representative provided pictures of the assembly from the surgeon. A review of the images shows a slight gap on the that the furthest posterior mating edge of the fossa component and base plate and the furthest posterior screw appears to not be fully inserted. This complaint is confirmed; however the most likely underlying cause of this complaint could not be determined as all the evidence indicates that this occurred post-distribution. In regards to the complaint that the screws were too short on the planning and they were not able to fully fixate the baseplate/fossa to the bone, the design vendor provided that the screws recommended were within the safe range (2mm gap) of not entering the cranial cavity. A review of the surgeon provided pictures could not confirm the reported problem of the baseplate/fossa to the bone fixation. For these reasons the complaint could not be verified and the most likely underlying cause of this could not be determined. A potential cause of this complaint could be due to the bone resection no being as planned as the surgeon reported difficulties with the cutting guides. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer.

Manufacturer narrative:
(B)(4). Report source: foreign country- (B)(6). Premarket identification: this product is a custom implant that was meant for distribution in belgium and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures similar devices that are cleared or distributed in the united states under PMA number p020016. Customer has indicated that the products will not be returned to zimmer biomet for investigation, they remain implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the prosthesis could not be fully fixed to the skull of the patient, screws for fixation of the fossa to the baseplate could not be fully tightened. This resulted in a longer procedure and fixation holes were not as they should be. There was a thirty minute delay due to difficulty assembling the baseplate to the fossa. The screw most right could not be fully tightened, even with using a different screw. The recommended screw lengths 4 mm and 5 mm for the baseplate where too short, the surgeon used 5 mm and 7 mm. The surgeon was not able to fully fixate the baseplate/fossa to the bone, there is a small gap; the screw holes did not match. In addition, it was stated the cutting guides were very small and very thin (so not stable to make such a big resection) with poor fixation to the bone and cutting the bone precisely was very difficult due to this. The surgical team decided to do a bicoronal incision, so they wanted to place the screws of the mandibular component transbuccal; this issue may not have been discussed during planning. This was also a oncologic case on the left side. The head surgeon said this was a very difficult case and a tumor they never had before and the end result was okay. No adverse events have been reported as a result of the malfunction.